Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the functional test, the appliance only heated up to 19,6 degrees celsius. However, the appliance must be heated to a minimum temperature of 30 degrees celsius. Per sample evaluation results on 07may2024, it was reported that there was no flow rate during the calibration check.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed flowmeter. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the functional test, the appliance only heated up to 19,6 degrees celsius. However, the appliance must be heated to a minimum temperature of 30 degrees celsius. Per sample evaluation results on (B)(6) 2024, it was reported that there was no flow rate during the calibration check.